Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 due to an infusion set leakage. The leakage occurred at the quick release, which was not tightly connected, leading to hyperglycemia and symptoms of feeling sick/unwell. The infusion set had been in use for a few hours. At the time of hospitalization, the patient's blood glucose level was 450 mg/dl, and ketones were measured at two plus. The patient was treated with manual injection, and the hospital stay lasted less than twenty-four hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.